Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 600 mg/dl. Customer experienced nausea, dizziness, dry mouth and treated their high blood glucose via insulin pump and manual injection. Customer changed out their set and reservoir however the high blood glucose levels remained. Customer realized when they changed out their infusion set they had a bent cannula. Customer advised they had their settings changed due to their heart surgery but they were no sure if they changed the settings once again accurately. Customer advised they had one tiny air bubble inside of their tubing. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer performed and passed the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.